Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient faced insulin flow blocked alarm on (B)(6) 2026. The blockage was in the tubing. No further information available.